Event description:
It was reported that the user experienced difficulty removing the insulin cartridge from the ilet system, and troubleshooting and education were provided with no device alerts or alarms reported. Symptoms included user-reported difficulty handling the device component without clinical effects described. Outcomes included user inconvenience without reported medical impact. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed no reproducible malfunction and no alert-driven fault. It was concluded that the event was user difficulty with cartridge removal without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.